Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: avoid manual compression of the inlet and outlet areas of the cannula assembly. Handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.

Event description:
The user facility reported a 68-year old male patient with acute on chronic decompensated congestive heart failure and coronary artery bypass graft was implanted with an impella device for mechanical circulatory support. Post-operation, the patient was found to have a failure and an epicardial bleed. The impella device supported the patient until day 13 when it was explanted. The explant was complicated from either the graft having a clot or the pulmonary artery pinching the impella device¿s cannula. The impella¿s components became separated during the explant ¿ the cannula became detached from the motor. Medical staff were able to complete the explant without issue. The patient survived the event.

Manufacturer narrative:
The investigation into the cannula/pigtail detachment - peripheral vessels issue has been completed since the original report was filed. The pump was returned for investigation. The cannula was discovered detached from the motor end, and a noticeable clamping force kink was observed on the cannula and in the metal outlet cage. The cause of the cannula detachment issue was use related, based on returned product review and provided clinical details.